Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/7 of their automated peritoneal dialysis therapy. Per initial report, a supply bag became disconnected from the supply line of the homechoice set during therapy. Baxter's technical service center assisted the home patient's family member in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.